Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) during high pacing rates. Technical services (ts) was consulted and further in office evaluation of the pacing thresholds was recommended. No adverse patient effects were reported. This lead remains in service.